Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of core wire break. B3. Date of event: actual event date is unknown therefore event date has been estimated to first day of boston scientific aware month. Correction to field g1: MFR site facility name, MFR site address 1, MFR site city and MFR site country. Correction to field g2: report source. The sensor wire was not returned for analysis as it was disposed of by healthcare facility. The device was not returned therefore product analysis could not be performed, and reported event could not be confirmed. A risk review was completed and confirmed that the event of core wire break was defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Additionally, without proper evaluation of the device or objective evidence, it remains unknown the most probable causes that could have contributed to the event. Therefore, an investigation conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that a sensor urological guidewire was used for a vascular procedure with a metal needle. Note that the instructions for use (IFU) document states: these guidewires are not intended for coronary artery, vascular or neurological use. This document further directs the user to use caution if using with a metal needle or cannula. It was reported that the users (facility's clinical team) acknowledge [ed that] it was written on the packing not to use a metal needle. According to the report a piece of the wire coating broke off in the patient. The procedure was completed without further incident, and no patient complications were reported. It was further reported that the clinical team was concerned about MRI compatibility of the detached portion of the guidewire in subsequent procedures, and it was conveyed that the sensor urological guidewire is not intended to be MRI-compatible. According to the clinical team there is no further information available.

Event description:
It was reported that a sensor urological guidewire was used for a vascular procedure with a metal needle. Note that the instructions for use (IFU) document states: these guidewires are not intended for coronary artery, vascular or neurological use. This document further directs the user to use caution if using with a metal needle or cannula. It was reported that the users (facility's clinical team) acknowledge [ed that] it was written on the packing not to use a metal needle. According to the report a piece of the wire coating broke off in the patient. The procedure was completed without further incident, and no patient complications were reported. It was further reported that the clinical team was concerned about MRI compatibility of the detached portion of the guidewire in subsequent procedures, and it was conveyed that the sensor urological guidewire is not intended to be MRI-compatible. According to the clinical team there is no further information available.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of core wire break.